Event description:
It was reported during in clinic follow up that the left ventricular lead had exhibited high capture threshold and loss of capture. A chest xray was completed to reveal the lead was dislodged. The lead remains implanted with intervention anticipated. The patient was asymptomatic and stable.

Event description:
New information received notes that the left ventricular lead was explanted and replaced on an unknown date.